Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure. Error 23008 occurred during calibration via matlab. The root cause of the issue was found to be a component failure.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtm. The fse tested the mtm and there were no further errors. The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change (convert or abort). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, error 23013 occurred. Prior to calling technical support, the site restarted the system without resolution. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the error which was pointing to master tool manipulator (mtm) axis 6 and 7. The tse requested that the site restart the system and remove the power, but the issue did not resolve. The procedure was aborted with no reported injury. Isi followed up with the initial reporter on 19-aug-2021 and obtained the following additional information: the reporter called technical support before aborting the procedure. System functionality was checked upon powering on the system. The system initially powered on without errors. The surgeon was able to see through the high resolution stereo viewer (hrsv) and go into following mode. No patient demographics were provided.